Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The right ventricular lead exhibited failure to capture. A chest x-ray performed revealed that the lead had dislodged and was floating by the superior vena cava. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was explanted and replaced. The patient was stable post procedure.